Event description:
One year after essure implanted, cardiovascular and neurologic symptoms began followed by severe dermatitis conditions. All requiring multiple diagnostic test and doctor visits. Currently awaiting surgery to remove implant for relief of symptoms.